Manufacturer narrative:
(B)(6) 2026. ((B)(6)): this complaint was investigated to address a reported adverse event. Through evaluation, it was determined to be device-related, however, the actual root cause could not be confirmed. No corrective action or preventative action (CAPA) was initiated for this event.

Event description:
Physical interferance between rotating gantry and covers.